Manufacturer narrative:
(B)(4) (clip won't open). The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of five complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00883, 3005099803-2010-00885, 3005099803-2010-00887 and 3005099803-2010-01085 for the other associated device information. It was reported to boston scientific corporation that six resolution clip devices were used during an esophagogastroduodenoscopy (egd) performed on (B)(6) 2010. According to the complainant, they were treating the patient for a gastric bleed in the patient's stomach. During the procedure, the first two clips were positioned but the clip would not open. The third and fourth clips would not advance out of the sheath and the fifth clip would not open sufficiently to grasp tissue. A different technician was able to complete the procedure with a sixth resolution clip device. It was reported that the bleeding was not exacerbated due to the delay in the procedure. There were no patient complications reported as a result of this event.